Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "earlier initiation of postoperative physical therapy decreases opioid use after total knee arthroplasty" written by tal frenkel rutenberg, md, haim izchak, yoav rosenthal, md, uri barak md, shai shemesh md and snir heller md published in thieme medical on november 9, 2020 was reviewed. The purpose of the study was to compare the outcome of early versus delayed pt regimens following tka. In this study, 205 consecutive patients who underwent tka due to knee osteoarthritis between january 1, 2014 and december 31, 2015. Sigma pfc was placed in all patients ¿ no mention of patella implantation or cement usage. One-hundred and thirty-six patients have started pt on pod1 and 69 patients on pod3. Adverse events: post-op blood transfusion provided ¿ no mention of patient involvement. 4 patients experienced a pulmonary embolus ¿ no mention of treatment involved. 2 patients experienced a urinary tract infection ¿ no mention of treatment involved. 1 patient experienced pneumonia ¿ no mention of treatment involved. 5 patients experienced atrial fibrillation ¿ no mention of treatment involved. 4 patients experienced urinary retention ¿ no mention of treatment involved. 7 patients experienced acute renal failure ¿ no mention of treatment involved. 1 patient experienced sepsis ¿ no mention of treatment involved. 1 patient experienced delirium ¿ no mention of treatment involved. 10 patients experienced ¿other medical complications¿ ¿ no mention of treatment involved 2 patients experienced superficial wound infection ¿ no mention of treatment involved. 2 patients experienced sensory deficit around the knee ¿ no mention of treatment involved. 1 patient experienced clunk syndrome ¿ no mention of treatment involved. 1 patient experienced leg length difference ¿ no mention of treatment involved. 1 patient experienced minimal muscle weakness ¿ no mention of treatment involved.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot = a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.